Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 4-may-2024, it was reported that the one infusion set were fell off during use and infusion set long for about a day and half. No further information available.